Event description:
The customer reported getting a shock equipment malfunction message which could indicate an inability to deliver therapy.

Manufacturer narrative:
The customer reported getting a shock equipment malfunction message which could indicate an inability to deliver therapy. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.